Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to the bile duct to treat biliary obstruction during an endoscopic ultrasound (eus) with biliary drainage procedure performed on (B)(6) 2025. During the procedure, it was reported that the 2nd step was completed; however, the catheter did not retract to free the distal flange. It was also noted that the stent was partially covered by the sheath event if the second step was attempted. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2: updated common device name and pro code. Block h11 (investigatrion results) has been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found that the stent was attempted to be deployed. The handle was returned in the 0 position, and the distal flange was bit expanded. X-ray was performed, which observed the proximal part of the stent near the ro marker, indicating that the stent was shifted proximal to the sheath. It was also noted that the stent appeared to be twisted. The stent was attempted to be deployed with high resistance felt when retracting the slider. When fully deployed, the stent did not expand. There are stent braid twists noted. The distal flange expanded when placed in a warm water bath. However, the proximal flange and saddle remained. The stent was then able to partially expand to its designed shape once it was manually manipulated using hand pressure and massage technique. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. However, the reported event of sheath difficult to retract could not be confirmed since the catheter was freely moved through the luer and the slider could be moved to its original position without any resistance. Additionally, it was noted that what was seen coming out of the stent and what was seen being moved by the slider are the same. The reported stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated that the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to the bile duct to treat biliary obstruction during an endoscopic ultrasound (eus) with biliary drainage procedure performed on (B)(6) 2025. During the procedure, it was reported that the 2nd step was completed; however, the catheter did not retract to free the distal flange. It was also noted that the stent was partially covered by the sheath event if the second step was attempted. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of stent partially deployed. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Product analysis could not confirm the reported events of stent partially deployed and sheath difficult to retract was not confirmed. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if reported event of sheath difficult to retract was due to the physician's device manipulation during the procedure or related to a device malfunction. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to the bile duct to treat biliary obstruction during an endoscopic ultrasound (eus) with biliary drainage procedure performed on (B)(6) 2025. During the procedure, it was reported that the 2nd step was completed; however, the catheter did not retract to free the distal flange. It was also noted that the stent was partially covered by the sheath event if the second step was attempted. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.